Event description:
While inserting a 2.0 screw, the distal end of the flange broke off of the screw driver. X-ray taken, negative for foreign body. Screw driver removed from service and given to material coordinator. No harm to pt. What was the original intended procedure? Talectomy with weil osteotomy, left first mtp joint. Device usage problem: device failed. (E.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Investigation in progress but not yet complete.